Event description:
It was reported that this patient is in a rehabilitation facility with early onset dementia and is frequently confused. The patient is claiming he has received multiple shocks from this implantable device and nothing has been done about it. The patient advocate confirmed the patient did receive a shock yesterday and two shocks the day prior. She also noted that one of the patient's implantable leads was previously disconnected from the device and she is worried that defibrillation therapy may be programmed off. However, she did stat that a replacement procedure is scheduled for (B)(6) 2026. A boston scientific (bsc) technical services consultant documented the reported clinical observations and recommended the patient stay in contact with his physician about his concerns. The consultant did not verify with the patient or patient advocate the exact model and serial numbers of the products in question. Our records indicate this patient has an active bsc implantable cardioverter defibrillator (ICD) and competitive lead. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this patient was transferred from his retirement residence to the hospital and was admitted due to a ventricular tachycardia (vt) storm. All delivered therapy was appropriate and no prior lead revisions had occurred. The model and serial numbers for the products were confirmed to be correct in our database with the patient having this bsc implantable pulse generator (ipg) and a competitive right ventricular (rv) lead. This ipg had declared elective replacement indicator (eri) and therefore, the device was electively explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crtd). The boston scientific local area representative was contacted for product return details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient is in a rehabilitation facility with early onset dementia and is frequently confused. The patient is claiming he has received multiple shocks from this implantable device and nothing is been done about it. The patient advocate confirmed the patient did receive a shock yesterday and two shocks the day prior. She also noted that one of the patient's implantable leads was previously disconnected from the device and she is worried that defibrillation therapy may be programmed off. However, she did stat that a replacement procedure is scheduled for (B)(6) 2026. A boston scientific (bsc) technical services consultant documented the reported clinical observations and recommended the patient stay in contact with his physician about his concerns. The consultant did not verify with the patient or patient advocate the exact model and serial numbers of the products in question. Our records indicate this patient has an active bsc implantable cardioverter defibrillator (ICD) and competitive lead. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.